Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event was confirmed as log file analysis revealed 21 low flow alarms were logged since march 29, 2016. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported event can be attributed to multiple factors including but not limited to inflow cannula obstruction, outflow graft kink, thrombus formation, or incorrect placement of the pump during implant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study site that the patient presented on (B)(6) 2016 complained of low flow alarms on lvad. Patient is stated as being on the heart transplant wait list and on (B)(6) 2016 patient was made 1a on the heart transplant wait list. On april 13, 2016 it was noted that there have been struggles with positional low flow alarms, and that patient is symptomatic with these episodes. It was further stated that the lvad interrogation showed events with any minimal physical activities. Patient was discharged on an unknown date and time. No additional information available.